Event description:
Olympus received a medwatch report from the u.s. Food and drug administration, mw5111956. The user facility reported that inspection of a colonoscope identified foreign material in an olympus model cf-hq190l. This spurred sequestration of the identified scopes and investigation of model 190 series endoscopes. This investigation revealed an internal location where available brushes would not contact the wall of the device, rendering the location unable to be cleaned using the manufacturer's reprocessing instructions. This issue was identified using a borescope which is used to visualize the internal channels of endoscopes to ensure there is no debris or areas that need repair. In this instance the borescope was passed through a different port to specifically look at the universal cord connector, finding the debris. It was determined that the olympus brush effectively cleans the impacted area. Two other brushes (non-olympus) in use at that time did not appropriately clean the impacted area. No additional information is available since the user facility did not share any contact information.

Manufacturer narrative:
Device manufacturer date: date of manufacture cannot be determined since the serial number was not provided. Due to the user facility information and serial number of the device not being provided, we are unable to confirm whether the device was returned to olympus for evaluation. The investigation is ongoing. If additional information is received, this report will be supplemented accordingly. Based on the limited information provided, we are not able to confirm whether the device was returned to olympus for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause could not be determined. It is likely that foreign material remained in the scope because a non-olympus brush could not reach all areas of the channel. Although it is possible these areas may not have been touched due to the shape of the scope/brush, the exact cause could not be specified. Olympus will continue to monitor field performance for this device.